Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. According to the report, the patient stated that this occurred during fill one of five. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, the customer noted that they were connected to the device but the transfer set was closed when they advanced from drain to fill. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device, instruct the user to open the transfer set after connecting to the patient line, prior to starting therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.